Event description:
It was reported to philips that the device had the bezel replaced and afterwards various inop messages were displayed: ECG equipment malfunction, temperature, and overdue calibration. The customer checked the cables, changed the spo2 board and measurement panel and the same error messages occurred. There was no reported patient involvement/adverse patient impact.